Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a nonsustained oversensing alert was observed due to t-wave oversensing. Reprogramming changes were made. The patient condition is fine.